Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that fluid was found to be leaking nitroprusside (nipride) between the male end of the non-bd connector and the female end of the microbore tubing while connected to a patient. There was no patient harm.

Event description:
The customer reported that fluid was found to be leaking nitroprusside (nipride) between the male end of the non-bd connector and the female end of the microbore tubing while connected to a patient. There was no patient harm.